Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0mrwj, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the event occurred during a procedure on day of reported event. The lead had impedance on 0/1 after four impedance checks. A new lead and battery were placed without problems and impedance issues were resolved. It was reported that the patient was alive with no injury on reported event date. There were no symptoms or complications associated with this event. It was later reported that the lead and the stimulator was returned and the lead was noted as ¿bad¿.

Manufacturer narrative:
Analysis finding on lead serial number (B)(4) revealed no anomalies. There were good impedances on every electrode pair when connected with the returned stimulator serial number (B)(4) which no anomalies was also found on stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.